Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down with lens damage during explantation. The backup lens was implanted with no patient harm and problem was resolved.

Manufacturer narrative:
H6: health effect clinical code 4581: upside/down implantation h6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. H11-manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)